Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: posterior cervical single-door spinal canal dilatation pre-operative diagnosis: multi-segment cervical spondylotic myelopathy it was reported that intra-op, product was broken. The product came in contact with the patient. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event.